Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonic position for 7 years and 3 months underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
Updated sections: a4, b5, b7, h6 component codes, health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve implanted in the pulmonic position for 7 years and 3 months underwent a valve-in-valve procedure due to moderate stenosis and regurgitation. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Patient post-operative in recovery.

Manufacturer narrative:
H10 - additional manufacturer narrative: updated section h6 codes type of investigation, investigation findings and investigation conclusions. Based on the information available, the device was intentionally used outside the way it was designed and intended (implanted in the pulmonic position). The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Per the instructions for use, the safety and effectiveness of the device has not been studied in children, adolescents, and young adults. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The reported event was confirmed through investigation. It has been determined that the root cause of this event was due to patient related factors.